Event description:
It was reported that during a surgery when the fast-fix was initially deployed both anchors came out. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: b1: update type of event to reportable malfunction. B5: update event description h1: update type of event to reportable malfunction.

Event description:
It was reported that during a surgery, outside the patient, when the fast-fix was initially deployed both anchors came out. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The depth limiter button was in the default position. T1 appears to have been deployed. It is outside the distal needle tip. T2 is still in the deployment channel, but slightly above it's default ready position. T1 and t2 are still bound by the suture. A functional evaluation was conducted. T2 would move as the deployment slider was moved, however the deployment slider had heavy resistance. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).